Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the spo2 was lost and that there was no inop error message displayed on the device or the central station. The device was in use. There was no report of patient or user harm.